Manufacturer narrative:
Additional information was received stating that the manual ventilation still working and available. A leak rate of 750 ml or lower is insufficient to affect device ventilation. The initial event was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting (apl) bottom assembly was replaced to resolve the issue.

Event description:
The hospital reported the adjustable pressure limiting valve was broken and causing a loss of manual ventilation. There was no report of patient involvement.